Event description:
It was reported that the pump experienced a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through various troubleshooting steps, including inspecting and cleaning specific parts of the pump, but the error persisted even after attempting to load a new cartridge. Technical support decided to replace the pump. Reportedly, the customer reverted to an alternate method of insulin therapy.